Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The generator interface (gib) pcb was evaluated and replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system appeared to continue to expose. Additional information was received from the field service engineer confirming that the system locked up without any production or emission of x-ray. No patient serious injury or death was reported related to this event.